Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. The patient described the area as open and bleeding and oozing fluid. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended desitin for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.